Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The corail extraction screw/bolt which screws into the top of the stem and then attaches to the long slap rod had severely worn thread (prior to use) and therefore non-functional with regards to engaging in the corail stem for extraction. This was discovered at the time the surgeon went to try and use the extraction screw noting the condition of the threads and it resulted in (B)(6) having to head across to another hospital during the case and borrow a set sterile corail extraction set from their shelf (sterile wrapped and taken straight into surgery). While the surgeon was attempting to engage the extraction screw into the top of the corail stem the threads became rounded off and no-longer functional. The case continued/completed as planned. The surgeon ended up getting the stem out with alternate extraction tools. Note there was no adverse event/patient outcome. 10 minutes delay to the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: (device code). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.